Manufacturer narrative:
Initial.

Event description:
It was reported that the user reverted from dexcom g7 to g6 and the ilet operated in bg run mode because the dexcom g6 continuous glucose monitor (cgm) transmitter was paired only to the dexcom app and not to the ilet; the agent assisted the user in entering the transmitter information into the ilet, after which glucose readings were visible on the phone. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.